Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced at the time of the event and it was indicated that the procedure was completed by navigating with the other merged t2 MRI exam. The manufacturing representative reported that the most likely cause was that the non-medtronic t1 MRI exam was corrupted and unusable for navigation. Once they switched to the usable non-medtronic image (t2) they were able to proceed as planned and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused from the site. Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an auto-registration image acquisition from a medtronic imaging system was transferred to the navigation system and the navigation system shut down without prompt due to an error 64 message appearing when merging a t1 exam with the image acquisition exam. The t1 exam was deleted, reloaded and the issue recurred. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later noted that the t1 exam was prompting the error as only four slices appeared when loaded on the navigation system. Additionally, it was noted that the exam had four slices across all platforms including a second medtronic navigation system and electronic picture archiving and communication sys tems (pacs).